Event description:
It was reported while the doctor was trying to insert screws in the pt's cranial bone, two screws broke. The tips of the screws remain in the bone.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.